Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product)

Event description:
On or about (B)(6) 2019, patient underwent placement of an angiodynamics xcela product, reference number (B)(4), and lot number 14305000. The device was implanted at (B)(4) medical center in west (B)(4). Patient's port system was removed due to embolization.